Event description:
It was reported that during a laparoscopic cholecystectomy the device misformed several clips and stopped firing after five firings. The case was completed with a similar device with no patient consequence.